Event description:
It was reported that the patient presented remotely via merlin.net and a follow up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. The lead was explanted and replaced. The patient was in stable condition.